Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was being fired on a large gall bladder cystic duct at the fifth firing the clip did not form. The device was squeezed on the sixth firing and the clip did not form. On the seventh firing the clips were jammed and the device locked up. The unformed clips were removed from the patient using a grasper. Another device was used to complete the procedure. No adverse consequences reported.